Event description:
Analysis of an angioguard distal protection device indicated that the distal coil was stretched. The original report from the affiliate indicated that the physician could not cross the angioguard through the lesion in the carotid which was tortuous. There was 80-85% stenosis present before the procedure and the lesion was mildly calcified. There was some resistance met during advancement of the device. It was further reported that the physician had to use a competitor's product in order to complete the case. There was no product damage out of the packaging. There were also no anomalies noted during prepping and inspection. Premature peeling of the delivery sheath was also found during analysis of the device. The complaint received states that during an interventional procedure, the angioguard had resistance/friction and failed to cross the target lesion. Preliminary analysis revealed premature peeling of the delivery sheath and a stretched distal coil. The report from the affiliate indicated that the physician could not cross the angioguard through the lesion which was mildly calcified. He had to use a competition product in order to complete the case. There was no product damage out of the packaging. There were also no anomalies noted during prepping and inspection. The lesion was in the left internal carotid. The vessel was tortuous and the lesion was mildly calcified. There was some resistance met during advancement of the device. There was no report of injury for the pt.

Manufacturer narrative:
During the visual inspection, bends/kinks were found on the product. The wire shaft is exposed through the tear-away pre-score and the distal coil was stretched. Residues of dried blood were observed. Per lake region report (B)(4): as received, the specimen does not present any obvious indications of mfg defect or anomaly. (B)(4). Aside from the bend/kink damage to the specimen wire at 0.25 to 4.50cm, 16.5 to 162.7cm and 163.8 to 163.9cm from the distal tip and 9.75cm of the wire shaft is exposed through the tear-away pre-score at 25.15 to 36.40cm from the distal end of the deployment sheath, the specimen device and sheath appear visually and dimensionally correct. All joints appear intact and correct when viewed at 18" with vision correct to 20-20 and at 10x magnified, and by non-destructive pull testing. The complaint narrative provides no info beyond, "the physician could not cross the angioguard through the lesion, which was mildly calcified. He had to use a competition product in order to complete the case." As received, 9.75cm of the wire shaft is exposed through the tear-away pre-score at 25.15 to 36.40cm from the distal end of the sheath. Due to the mfg pre-score, the column strength of the delivery sheath is insufficient to transmit axial compressive or torque loads such as incurred when pushing against the proximal end of the deployment sheath and torquing the sheathed device. The sheath then buckles with the wire shaft protruding through the sheath along the tear-away pre-score. The bend/kink damage to the specimen device is not addressed in the complaint documentation; as such, cause and timing of the bend/kink damage cannot be determined without further info. The bend/kink damage at and distal to the filter appears to suggest the specimen device incurred prolapse and constraint conditions. The nature of the damage to the returned specimen and the interpretation of the complaint suggest procedural and/or clinical factors impacted on the event as reported. Review of the device history records does not indicate any mfg defects or anomalies. These observations and speculations are based on the evidence presented by the sample article and limited info provided by the supporting documentation. The complaints of resistance/friction and failure to cross the target lesion could not be confirmed on analysis. There is no evidence of mfg or design issues that contributed to the confirmed failures of premature peeling and stretched distal coil. Inspections are in place to ensure that no damaged products leave the facility. Review of the info suggests that vessel and procedural factors may have contributed to the reported and confirmed events. Please note this is an initial and final report.